Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. Customer obtained sensor scans of 2.8 mmol/l in comparison to readings of 27 mmol/l and 31 mmol/l obtained on adc glucose meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. Customer reported self-treating with an energy drink and proceeded to the hospital where a healthcare provider checked ketone levels and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. Customer obtained sensor scans of 2.8 mmol/l in comparison to readings of 27 mmol/l and 31 mmol/l obtained on adc glucose meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. Customer reported self-treating with an energy drink and proceeded to the hospital where a healthcare provider checked ketone levels and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.